Manufacturer narrative:
Concomitant medical products: dtmb1qq crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient the they felt pulsation/muscle spasm under their rib cage on the left side. Follow up concluded the patient experienced diaphragmatic stimulation and the left ventricular (lv) lead was reprogrammed. No further patient complications have been reported as a result of this event.